Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to high blood glucose (bg) levels (498 mg/dl). The customer was treated with an insulin drip and after a few hours, left the ER with a bg in the 200s mg/dl. The customer was feeling better. The customer thought that the infusion set site was "bad" and thought that by changing it, the high bg issue would be fixed. As the event had occurred in the past, tandem technical support was unable to perform a system check to confirm the cause of the high bg.